Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that event log files were submitted for review. The event log files captured backup battery fault alarms with an end of service life flag. The event log files also captured a power cable disconnect/ no external power event on 21may2024 due to a brief power interruption to the mobile power unit (mpu). The alarms resolved upon reconnection to battery power.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that event log files were submitted for review. The event log files captured backup battery fault alarms with an end of service life flag. The backup battery was exchanged on (B)(6) 2024 which resolved the alarms. The event log files also captured a power cable disconnect/ no external power event on 21may2024 due to a brief power interruption to the mobile power unit (mpu). It was unknown if the mpu had a v-lock connector on the ac power cord. The ac power cord had not come loose from the wall outlet or the back of the unit. The patient was staying at a hotel and a loss of electric power supply occurred which triggered the alarms. The alarms resolved upon reconnection to battery power. The mpu functioned appropriately.

Manufacturer narrative:
Section d1: brand name corrected. Section d4: model number and catalog number corrected. Manufacturer's investigation conclusion: the mobile power unit (mpu) was evaluated following the reported event of a no external power alarm; however, it was determined that the mpu was unrelated to the cause of the reported event. The submitted log file contained approximately 4 days of data ((B)(6) 2024 per the timestamp). The log file captured low voltage hazard and no external power alarms on (B)(6) 2024 from 15:32:12 to 15:32:20 due to a loss of external power while connected to the mpu. The alarms resolved once the controller was connected to 14v batteries. The system controller backup battery supported the system during the loss of external power without any issues the alarms did not affect the controller¿s ability to operate the pump at the set speed. The mpu was not returned for analysis. Additional information provided communicated that a loss of power occurred at the hotel the patient was residing in, resulting in the loss of external power. It was also stated that the mpu was not removed from service. The root cause of the reported no external power alarm was determined to be loss of ac power due to a power interruption to the patient¿s hotel room while connected to the mpu. The reported event could not be correlated to an issue with the mpu. The device history records were reviewed and the records revealed that the heartmate mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 11oct2017. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.